Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Event description:
It was reported that the patient received inappropriate shocks due to nonphysiologic sensing. Pacing impedance bounced from 400 - 1500 ohms. Lead malfunction was also reported. The lead was explanted. Additional information was received in a (B) (6) alleging the patient suffered 'physical and other injury', and 'experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective' lead. It further alleged the patient has 'sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and mental anguish. [Patient] has suffered physical injuries and various physical manifestations of emotional distress'. Lead 'failure' was also reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.